Manufacturer narrative:
Follow-up #1; date of submission: 11/21/2016. The device has been returned and evaluated by product analysis on 10/25/2016 with the following findings. A review of the black box indicated frequent replace battery alarms had occurred. The pump powered on normally and did not draw excessive current. Leak testing revealed a leak at a crack in the pump casing; the pump casing was found to be cracked near the upper corner of the display. The pump casing was removed and there was evidence of moisture found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had a short battery life issue and there was moisture behind the display. The reporter denied any physical damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.